Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure, the physician attempted to deliver the sheath introducer to the hub of the concomitant echelon¿ microcatheter (medtronic), but there was resistance between the sheath introducer and the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13992) was not able to advance. The sheath introducer was removed from the microcatheter hub and the physician attempted to advance the coil, but the same issue occurred. The delivery wire was pushed but it was reported that the delivery wire was stuck. The complaint coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil and the procedure was resumed to completion. There was no report of any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was observed at 39cm from the hub; this is within specification. Microscopic inspection was performed; it was noted that the embolic coil was kinked and damage. Functional evaluation was precluded due to the condition of the embolic coil. The complaint documented that the coil could not be advanced through the concomitant microcatheter was not confirmed through functional evaluation, however, the condition of the coil observed to be kinked likely due to applied force contributed to the issue reported in the complaint. A review of manufacturing documentation associated with this lot (l13992) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil kinked condition was not originally reported with the complaint. The likely cause of the kink observed on the coil is applied force, though the exact cause cannot be conclusively determined. It is possible that when the resistance between the coil and the concomitant microcatheter was encountered, in the attempt to advance the coil, force was applied which resulted in the kinked condition of the embolic coil as observed on the returned device. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil with kinks observed on it and in a mechanically separated state from the rest of the device component. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the stretched condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the physician attempted to deliver the sheath introducer to the hub of the concomitant echelon¿ microcatheter (medtronic), but there was resistance between the sheath introducer and the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / l13992) was not able to advance. The sheath introducer was removed from the microcatheter hub and the physician attempted to advance the coil, but the same issue occurred. The delivery wire was pushed but it was reported that the delivery wire was stuck. The complaint coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini coil and the procedure was resumed to completion. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed to be in kinked condition. Based on the product analysis 4/6/2020, this event has been deemed MDR reportable as a ¿malfunction.¿